Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 568 (mg/dl). Manual injections were delivered and insulin pens used to addressed bg levels. It was later reported that the customer will try alternative infusion sets. Recommendation was made to consult with health care provider to discuss diabetes management.